Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was new to the pump and contacted tandem technical services requesting guidance through the load process. The customer blood glucose level at the time of the report was 66 mg/dl. The customer reported the cause of the low bg was due to not eating. The customer drank juice while contacting tandem technical services. The customer was able to complete the load process and resume insulin delivery.